Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device, associated with the device getting caught in the anatomy, was due to procedural circumstances during inverting maneuvers at the mitral valve. The cause for the reported unintended movement (clip open during efaa and clip open while locked) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated the following: one (1) fluoroscopic still image was provided in which two fully deployed clips and the sgc can be visualized indicating the image was taken post deployment of the second clip (reported device). The bottom clip in the image appears to be in the fully closed position (~10°) indicating this was the first implanted clip with no reported issue. The top clip in the image appears to be at ~30° indicating it is the second implanted clip reported for failed efaa. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip that was entangled in the anatomy and deployed where it was stuck to avoid injury, and opened during 'establish final arm angle' (efaa) and after deployment. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr). During a mitraclip procedure, the second clip did not pass 'establish final arm angle' (efaa) before lock line removal. The clip had opened from fully closed to 30 degrees. The clip was then opened and inverted, and on echocardiography it was noted that a primary chord or tip of the leaflet was stuck on the anterior side going through the middle of the clip, near the actuator pin and locking mechanism (where the gripper connects to the clip itself). The clip was re-opened and attempted to close again, but opened during efaa. An attempt was made to remove the clip, but it remained entangled on the tissue. The clip could not be removed without causing damage to the valve. It was decided to deploy the clip, despite the unsuccessful efaa. The clip opened after deployment, and the clip angle was 30-40 degrees. The mr went from trace to moderate due to clip opening post-deployment. The mr was reduced from grade 4 to grade 2. There was no clinically significant delay. No additional information was provided.